Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they are having issues with the stimulator turning on and off. They wanted to find out if there was a way to tell if it was on or not. Patient said the handset and communicator were off and when they went to turn them on it vibrated her whole body. Agent on the call confirmed handset showed therapy was on. Patient said, this is the second time it has turned off on its own. The only thing they can think of is maybe when the handset loses complete battery, it shuts the stimulation off. The patient said, they has been recharging it. Agent advised the patient that if the handset or communicator battery dies the therapy doesn't shut off. They patient was not feeling well this morning and when they checked the therapy it was off, so they doesn't know why it keeps turning off. Patient was at 60% charge on the implant when they turned the therapy back on this morning. The issue was not resolved through troubleshooting. The caller was redirected to call patient services back if the issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.